Event description:
The iab was inserted into the pt on 9/6/96. After iabp for about three hours, the iab leaked. The iab was removed and a second was inserted.

Manufacturer narrative:
Section f was also completed by the manufacturer if no medwatch form was received from the initial reporter or product user. Device label codes: 1738, 1701. Under water leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.